Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that he experienced a hyperglycemic coma and believes the insulin delivery of the infusion device is too low. On (B)(6) 2011, patient felt very sick and was nauseous and threw up. He felt better after this but became nauseous again after a short time. Patient drove home in the afternoon and went to bed, and at that time, he thought he had gastroenteritis. Patient's brother found him unconscious on (B)(6) 2011 and contacted an ambulance. Patient was transported to the hospital and his blood glucose was 1,000 mg/dl. He received stationary treatment from (B)(6) 2011 and was hospitalized again in the intensive care unit on (B)(6) 2011. Patient discontinued infusion device therapy at this time. Infusion set is changed every 2-3 days. Patient did not have an infection or start new medication, and his normal blood glucose level is 100 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Infusion device was requested for evaluation. No additional information was provided.